Event description:
Acct. Reports that they found the baxter interlink injection site on a "rac" line that had the septum pushed out to the side. It had a pump running to it. Replaced it with a newly primed "cap". Has experienced more than once. No sample available. No further info available. Occurred on 08/31/1998. Rec'd sample on 11/11/1998.